Event description:
A customer reported that five knife blades were noted to be blunt. Procedure and patient involvement information is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information: the final customer lot was identified. One component knife lot was used to make up the customer's identified lot. A device history record review was conducted and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. The lot complaint history was reviewed and this is the first complaint for the reported lot number and the first for this reported issue. Because no sample was returned and the device history record review of the lot number provided indicates that the product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. This is the fourth of five reports from this facility. (B)(4).